Manufacturer narrative:
The product has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had infection and sepsis. In addition, the patient also had hematoma. Hence, pocket was drained and the device was explanted. No additional adverse patient effects were reported.